Event description:
The customer reported that the hard drive does not retain images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was tested and found to be working as intended and put back into service.